Event description:
Boston scientific received information that this right atrial (ra) lead displayed high pacing thresholds and impedances. Noise was also present on the lead. A lead revision procedure was performed where the lead was cut and capped. There were no adverse patient effects due to the procedure.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.